Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, upon opening the package, the needle separated from the suture. There was no patient involved.

Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led a photographic evaluation of two images of device. Photographic inspection of the image noted the open foil pouch and breathable pouch ,a suture and needle were noted to be separated. The needle was broken at the swage of the needle. The broken off swage remain attached to the suture. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Medtronic if information is provided in the future, a supplemental report will be issued.